Manufacturer narrative:
Please see attached summary memo.

Event description:
The doctor reported the implant was removed due to loss of osseointegration 1 year and 2 months after implant placement. Bone quality around the area was type I, and oral hygiene around the implant was not reported. Local infection was observed during the implant removal surgery. The patient has since recovered.